Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). On (B)(6) 2021, it was reported that the infusion set's tubing came apart at the quick release clip while the patient was sitting outdoor. The site location was patient's stomach, and the pump was located at the same side in relation to the site. Moreover, the infusion had been used from last week. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.